Event description:
On (B)(6) 2023, senseonics was made aware of an adverse event where the user reported a failed removal attempt by the hcp.

Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. No further investigation is required.